Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan results in comparison to unspecified readings from a healthcare professional (hcp) meter. The customer experienced dizziness and was unable to self-treat. The customer contacted an hcp, who measured the aforementioned comparisons and provided unspecifed treatment for this reported issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 50 mg/dl was compared to an hcp meter reading of 500 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 5 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.